Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the patient¿s mother contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who reviewed the initial call recording on the request of the medical surveillance specialist (mss). The reporter claimed that the alleged product issue first started at 12:05 on (B)(6) 2019, when the patient obtained the alleged inaccurately erratic results of ¿1.9 and 12.9 mmol/l¿ with the subject meter, within 20 minutes of each other. The patient manages their diabetes with insulin ¿ self adjuster and it was reported that, in response to the alleged product issue and immediately after the start of the alleged product issue, the patient took the appropriate dose of insulin according to their sliding scale, based on the result of ¿12.9 mmol/l¿. It was reported that at an unspecified time after the start of the alleged product issue, on the same day, the patient began to develop the unspecific symptom of ¿feeling unwell¿. The patient¿s mother was unable to provide any more specific information on the symptom(s) experienced by the patient. After the onset of this alleged symptom, the patient¿s mother called for paramedics who attended the patient at 16:47. The reporter claimed that the paramedics tested the patient¿s blood glucose again on the subject meter and obtained a result of ¿9 mmol/l¿. The paramedics also tested the patient¿s blood glucose on their (ambulance) meter and the result obtained was ¿24 mmol/l¿. The time difference between these results is unknown. The reported claimed that at this point, the patient was taken to the emergency room (ER) by the paramedics where unspecified treatment was administered by healthcare professionals (hcps) in order to ¿bring their glucose down¿. During troubleshooting, the csr verified that the results were obtained from the same approved sample site, the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient and/ or reporter through a control solution test as they did not have any control solution. Replacement products were sent to the patient. This complaint is being reported as it was claimed the patient developed signs and symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately erratic blood glucose readings with the subject meter.